Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. The reported tissue injury appears to be due to multiple troubleshooting attempts related to the reported failed efaa. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted to treat the tissue injury. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and thickened leaflets for a mitraclip procedure. It was reported that the second clip was attached to the leaflets and deployment steps were initiated. The lock was tested during establish final arm angle (efaa) and on fluoroscopy displayed the clip opening. Before opening the clip angle was approximately 20 degrees, and after opening it was approximately 60 degrees. As troubleshooting, the clip was reopened to 120 degrees, relocked, closed down, and it opened again. The clip was inverted and taken back to the left atrium, the lock was tested and it functioned properly. The clip was placed back on the valve and it opened again. Out of precaution, the clip was removed and replaced. This occurred during first efaa of the procedure (prep efaa passed). There was tissue injury to the posterior leaflet caused by the xt, which was treated with the replacement clip. The mr was reduced to grade 1-2. After the procedure the xt lock was tested on the back table and it held. Per the physician, the clip opened due to the device, because the replacement clip's (xt) lock functioned on the leaflets. There was no clinically significant delay and no adverse patient sequelae.